Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto-inflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.